Event description:
Boston scientific received information that three days following the implant procedure, this patient presented with a rate of 20 bpm. An x-ray revealed that the right ventricular (rv) lead had micro-dislodged. As a result, the ouput was increased, which restored capture. A lead revision procedure was scheduled. During the revision procedure, the device was removed from the pocket and the rv lead was easily freed with a gentle pull. The lead was cleaned, re-inserted into the port and the set screw was tightened. All measurements were appropriate. All other connections were checked and deemed appropriate. It was determined the lead was not fully inserted into the port during the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.